Event description:
A malfunction was reported with a code identified as malf 0, but no notable events occurred before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with pump reset information and helped them reset the pump. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. They were instructed to contact support again if the issue reappeared and acknowledged the instructions.